Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 8 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs customers on proper filling technique and warns to "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet corporation has initiated an internal investigation to determine if education and training related to this topic can be improved. This investigation is in-process as of the date of this report.

Event description:
The customer at 15 gram of carbohydrates (popcorn) and his blood glucose at that time was 153 mg/dl. He checked it again 3 hrs later and it read 435 mg/dl. He removed the pod due to his elevated blood glucose levels.